Event description:
Subsequent to the initial filed report, additional information was provided: there was no patient involvement.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. The returned in deflator was filled with water and negative pressure was pulled. No bubbles noted in the syringe. Applied pressure up to 14 atmospheres and there was no leak noted to the in deflator. Although the leak was not confirmed, the investigation determined the reported difficulty may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. H6: health effect impact code: 2199 removed.

Manufacturer narrative:
The device is returning for analysis. It has not been received. A follow-up report will be submitted with all additional relevant information. The other ppak device referenced is filed under a separate medwatch report number.

Event description:
It was reported that a 20/30 ppak with copilot was losing negative pressure and the device was sucking air into the system. A 2nd indeflator was attempted but experienced the same issue. A 3rd indeflator was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.